Event description:
Event description guidant received information that this implantable right ventricular lead displayed low r waves and high thresholds. The lead was repositioned without complications.